Event description:
It was reported that an imaging issue and patient complications occurred. The opticross imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, no image was visible during ivus, and resistance was noted during flushing. The ivus device appeared to be entraining air into the catheter, which resulted in st elevation and slow reflow down the coronary artery due to probable air embolization. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.